Event description:
It was reported that t:slim x2 pump battery would not charge even though pump displayed power source alert and caller used tandem charging cable, wall adapter, and working outlet. There was no reported impact to the customer¿s blood glucose level. Customer confirmed no low power or shutdown alarms occurred, had already tried leaving wall adapter plugged into working outlet for at least 30 minutes, and pump eventually began charging, so no further assistance was required.